Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. All pressure inputs were visible and within specification. The fiber-optic reading was also within specification. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) had a no pressure alarm. There was no patient involvement and no adverse event reported.